Event description:
A venous air alarm occurred at the end of a routine hemodialysis treatment. Rinseback was not performed due to visible air in the line, resulting in an estimated blood loss of 190cc. The patient was restarted on epogen. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback of the patient's blood due to air visible in the extracorporeal blood circuit. The cycler alarmed appropriately to the presence of air. Air alarms at the end of treatment are most likely the result of the operator introducing air into the disposable circuit while making patient connections for rinseback. The user's guide provides adequate instructions for troubleshooting air alarms and making patient connections. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.